Event description:
A surgeon reported that during implantation of an intraocular lens (iol) it was noted that a haptic was defective. The surgical incision was widened to facilitate removal of the lens.